Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components and a review of the surgical report and drilling protocol indicate the case was properly planned. It is important to note that a buccal graft should have been performed on the patient prior to placing the implant and this does not appear to have been done which would have resulted in the outcome experienced by the doctor.

Event description:
Utilizing surgical guide print003, doctor abandoned surgery when pilot drill ended up being more buccal than planned.